Event description:
It was reported that this right ventricular (rv) lead was suspected to be explanted. The health care professional (hcp) did not have further information to provide. No additional adverse patient effects were reported.